Event description:
As reported by the user facility: reports leaking chemo from the port. Today's sample was caught with just saline in the line.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for eval. Without the actual sample, a through eval could not be performed and no specific conclusions can be drawn. The DHR record fro the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. If add'l pertinent info becomes available, a follow up report will be filed.